Event description:
It was reported during the infusion process, leakage was discovered under the patient's skin. A section of the catheter was removed to find the leak point. The patient will be catheterized in the next treatment cycle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was flushed with water using a 12ml syringe. A leak was observed between the 37-38cm depth markings. A microscopic observation revealed two splits between the 37-38cm depth markings. The bigger split, where the leak occurred, was observed to have an irregular shape and a smooth fracture surface. The outer edges appeared to be uneven and rough. The catheter was dissected to inspect the inner wall, and the damage was found to be less extensive on the interior of the catheter. The second split was observed to be smaller and superficial, with no extension of that damage seen on the inner wall of the catheter. Other minor damages on the outer surface of the catheter were also observed. The shape and texture of the splits observed in the returned sample indicates that the catheter was most-likely damaged due to contact with a metallic instrument such as hemostats or another hard, textured surface. This complaint will be recorded for future trending and monitoring purposes.